Event description:
Healthcare professional reported, right side deflation. The implant date, was after the expiration date. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified, striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and device was implanted after expiration date.

Event description:
Healthcare professional reported right side deflation. The implant date was after the expiration date. The device has been explanted.